Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation received. Although there are no patient specific allegations, general litigation alleges metal on metal, so we are reporting the liner and head. Update 7/17/2015-pfs and medical records received. Pfs alleges pain and infection. After review of the medical records for MDR reportability, the patient was revised on (B)(6) 2014 for infection. All implants were removed and spacers were placed. The patient was reimplanted on (B)(6) 2014. Part/lot is being updated and all implants are being reported as infection was alleged. The complaint was updated on:8/13/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.